Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient was admitted with diabetic ketoacidosis (dka) and a bg of 541 mg/dl yesterday. The reporter is rn, who wants to review pump to be sure it is working properly. Per hospital policy, patient is off pump. Bg at time of call is 156 mg/dl. The patient had undergone carpal tunnel surgery last week and is on antibiotic therapy for that, but not on any steroids. There is no infection identified. The patient's wife alleges that since "(B)(6) 013," his bg has been between 300-400 mg/dl. He was negative for ketones until (B)(6) 2013, when wife reports his bg had been rising all day. They would bolus to bring his bg down, and also gave an injection, but his bg did not respond to either the bolus or injection. The same vial of insulin was used for both. The cartridge and site had been changed three times in two days. Wife notes the family has been sick with stomach flu, so when he first started with high bg yesterday, they thought he had the stomach flu. Wife denies and bleeding, leakage, bent or kinked cannula, states she assists patient with pump, due to patient having a tremor. Customer technical support (cts) reviewed with wife, and found she is not completing the fill cannula step and she states was never trained to do the fill cannula step. Wife states she uses room temperature insulin, does not re-use cartridges, sees no air bubbles when filling. Patient does not bolus for carbohydrates at this time, per hcp instruction. They were taught to use a very basic sliding scale but not for carbohydrate intake. Cts found no mechanical issues related to pump, cartridge or tubing/site and rn agrees. Cts instructed rn and wife to discuss issues with hcp. Instructed to examine insulin vial at home, to work with hcp to learn carbohydrate counting and insulin dosing for carbohydrate intake. Wife states understanding. This complaint is being reported as a patient on pump therapy experienced hyperglycemia related to use error, improper filling of cannula.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use the black box data/histories for the event on (B)(6) 2013 have been overwritten. Available pump history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.